Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros 5600 system. An ocd fe performed service actions to the well wash subsystem of the instrument and verified expected system performance following service. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation determined that an instrument issue was the most likely cause of the event. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There is no evidence to suggest that a reagent related issue contributed to the event.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.205 vs. An expected result = 0.024 ng/ml) from a single patient sample processed on the vitros 5600 system. The affected sample result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is assumed that the customer repeated the sample as the heath care provider questioned the affected result. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).